Manufacturer narrative:
Device history record review was completed on the reported lot number (v1k125). The review revealed the product was manufactured and released to predetermined specifications on 8/16/21. No anomalies were found during review of the records. No sample was received for investigation; therefore, we were unable to determined a root cause. However, we are taking the following actions: first, process for all hot lines were updated to ensure preventative maintenance is occurring at the proper frequency. Second, a warning label is being added to the label that specifies that ¿when activating, hold away from patient.¿ we will continue to monitor complaint trends.

Event description:
The customer reported a hot pack that was being utilized prior to an IV insertion burst and the inner contents leaked out of the packaging and did reach the patient. There was no concern or harm for the patient. No demographics or other information provided. Report being filed for risk to staff member and patient.